Event description:
Additional information was received from the patient. They called back because they said that they received a letter that they needed to fill it out. The letter was about rating and asking for an issue with the ins. Agent said to fill out the form and return the form to the return address. Patient said that their ins was not working. Patient said that they went to their healthcare provider (hcp) and the hcp told them that the battery flipped and shifted, and the wires wrapped around the ins. Patient said that they still had the ins in them and the ins were still on. Patient said that their hcp told them that the ins had to be surgically replaced and their hcp would do surgery on (B)(6).

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va32erx, implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are seeing a maximum settings screen when they connected to their implant today. Patient stated that they tried to turn down the stimulation, but now it won't go back up. Agent walked patient through troubleshooting steps and reviewed changing programs to see if they would be able to increase stimulation. Patient confirmed seeing same alert message despite changing to another program. Patient said that they changed back to program 1 and was able to increase stimulation without the alert screen. The patient also reported that for like a week they have been experiencing hot flashes in their skin. Caller stated that they will get these bursts of hot and it is very uncomfortable for just a second and then it goes away. Caller added that it feels super hot on the outside as they feel on the inside. The caller noted that it's not like sudden stimulation; it's just like it's heating up and it quickly goes away. The agent asked the caller if they are feeling the stimulation on the implant site and caller stated they don't know. The issue was not resolved. The agent documented reported events and redirected the patient to their healthcare provider to further address the issue. Upon further review, the patient states she could not get her hand back in time to the ins to tell if it was hot on the outside because the burst of hot is so fast.